Manufacturer narrative:
Per report, "customer called to report her blood pressure monitor is not working properly. Mb stated she just opened the product and it does not function. The monitor is not reading and is displaying an error message. Mb stated she already changed the batteries." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer called to report her blood pressure monitor is not working properly. Mb stated she just opened the product and it does not function. The monitor is not reading and is displaying an error message. Mb stated she already changed the batteries."